Manufacturer narrative:
Reason for reoperation: rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Patient reported rupture and "strange sagging" on an unknown side. The device remains implanted.